Manufacturer narrative:
Correction: product ID is 9733437 and lot number is p718680. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that reported issue could be duplicated. The returned psu powered up on the test bench without the amber fault light on, but the light came on shortly afterward. A check of the event log showed an intermittent history of illuminator current low dating back to around the event date. It was not possible to run the accuracy test (aak) due to the hardware fault. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification that the issue occurred intra-operatively, but there was no reported patient impact.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735339. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after registration, the camera error lamp lit up and neither the instrument nor the frames was being tracked. Use of the product was abandoned. It was reported that there was no patient involved with this issue. Conflicting information was received that this issue occurred intra-operatively during a cranial biospy. It was reported that the procedure was completed without the use of the navigation system. There was no reported surgical delay. Follow-up is being conducted.